Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: post market clinical follow-up evaluation report vessel closure devices. The device malfunctions are filed under a separate medwatch report number.

Event description:
This is filed to report the adverse events. It was reported through a post market clinical follow up evaluation report identifying the prostar xl vessel closure device that may be related to the following: hematoma, stenosis, occlusion, bleeding, intervention and failure to achieve hemostasis. Details are listed in the attached article, titled post market clinical follow-up evaluation report vessel closure devices please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot and part numbers were not provided. The patient effects listed are consistent with the product risk profile and are therefore expected. A conclusive cause for the reported patient effects of hemorrhage, hematoma, occlusion, stenosis and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.